Event description:
A customer reported to beckman coulter inc. (Bec) of obtaining a higher than expected ckmb result, above the normal reference range, from unicel dxi 800 access immunoassay system for one patient. The result was not reported out of the laboratory. Repeat testing, after re-centrifugation of the sample, on the same and on an alternate instrument (dxi 800 serial number (B)(4)) produced lower results within the normal reference range. The repeat results were released from the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a 5ml plasma tube with a gel separator, and centrifuged for 5 minutes at 2100rcf prior to analysis. Bec assessment of the customer's qc chart indicated that all four levels of ckmb qc had been within the customer's established ranges. Additional system information has not been supplied. Service was offered by customer technical support (cts) for hardware verification, but was declined by the customer. A definitive root cause has not been determined to date for this event.